Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was kinked and entangled with the guidewire, and the guidewire exit port was lifted.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. The target lesion was located in the left anterior descending artery (lad) and was moderately tortuous, moderately calcified, and 90% stenosed. During the procedure, the guidewire became tangled with the catheter. The catheter and guidewire were both removed as a unit, and the procedure was completed successfully using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. The target lesion was located in the left anterior descending artery (lad) and was moderately tortuous, moderately calcified, and 90% stenosed. During the procedure, the guidewire became tangled with the catheter. The catheter and guidewire were both removed as a unit, and the procedure was completed successfully using another of the same device. There were no patient complications.